Event description:
As reported to coloplast, though not verified, the patient experienced vaginal pain and bleeding, and erosion of the sling in the anterior vaginal wall at the right side of the urethra and vaginal defect. Surgical excision of the sling took place under general anesthesia. It was also "reported" that the patient experienced severe pain with daily activities and intercourse, emotional pain and injury, urinary incontinence, physical deformity, and the loss of ability to perform sexually. On (B)(6) 2017 the patient had experienced or was experiencing recurrent stress urinary incontinence and placement of unknown tension-free vaginal tape (tvt).

Manufacturer narrative:
A1: patient identifier: changed from (B)(6) to reflect the merging of the duplicate events. Tw (B)(4) was cancelled and merged into (B)(4) portions of this event were previously reported via asr (submitted august 22, 2017 exemption number e2014015), and portions of this event were previously reported in manufacturer report number 2125050-2019-00398. Since that time, complaints have been merged and additional information was received; this report is intended to be a follow-up to the previously submitted asr & previously submitted manufacturer report number 2125050-2019-00398. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain with daily activities and intercourse, emotional pain and injury, urinary incontinence, physical deformity, and the loss of ability to perform sexually.